Event description:
Information received notes 68yo male c/o a flushed feeling and jolts to pacemaker lead. He was hooked up to a 24 hour holter monitor which revealed failure of the pacemaker out- put for approx. 4.5 secs and are clearly related to the pt's symptoms. Attempts to reprogram the pacer did not resolve the pt's symptoms. The operator suspects the generator is failing to output at a higher pacing rate. Therefore on 2/26/00 the pt. Underwent removal of the affected pacemaker.